Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a software issue. A technical service specialist confirmed the situation and recommended that the customer reach out to the pharmacy to adjust the profile quantity in order to address the issue. The system functioned as intended after the technical service specialist had troubleshot the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be generic medbank.

Event description:
It was reported that when using the pyxis medbank es system, experienced a max qty error of medication. A customer has reported that a user is unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.